Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in "early" 2020. Manufacturer/compounder: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an operation for an intradural spinal tumor at level l4-5 in which floseal was used for intradural bleeding. It was reported there was venous congestion around the caudal radices intradural with superficial venous bleeding. After the floseal application, good results were observed, and hemostasis was obtained. Intradural irrigation with sterile water was used ¿to rinse¿ the floseal. Two days post-operatively, the patient presented with cauda-equina disturbances with sensory deficits and bladder function disturbances. It was reported the floseal ¿piled up¿ in a small area which resulted in ¿pressure¿. The physician reported they ¿should have irrigated more¿. The same day a revision surgery was performed and ¿residual parts¿ of floseal were found ¿clotted intradural and with direct compression at the radices¿. The floseal was removed by irrigation successfully. It was reported six-week post-op, the patient showed a marginal resolution of the neurological deficit and three month follow ups were to continue. No additional information is available.